Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 338 mg/dl. It was stated that the customer got an alarm, but continued using the insulin pump. Advised that the insulin pump would be replaced due to the alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.